Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.